Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 3 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event. There is no documentation in the medical record supporting a possible association between the liberty cycler, delflex pd solution, liberty cycler cassette, and the event of peritonitis. However, there is an association between the event and the patient's abdominal surgery that occurred within 72 hours of the patient experiencing signs and symptoms of peritonitis.

Event description:
A peritoneal dialysis registered nurse (pdrn) nurse reported a (B)(6) year-old male peritoneal dialysis (pd) patient with end stage renal disease (esrd) on pd therapy, presented to their pd clinic with abdominal pain and high fever, on (B)(6) 2015. On (B)(6) 2015 during the clinic visit the patient was diagnosed with peritonitis; pd effluent expressed was cloudy, cultured, showed elevated white blood cells, and empiric antibiotic therapy was initiated (drug name, dose, route, and frequency unknown). On (B)(6) 2015, the patient presented for a pd clinic visit with complaints of drain complications, abdominal pain, and fever; pd catheter was syringe flushed with heparinized normal saline to aspirate fluid with fibrin, pd catheter was then connected to a drain bag and flushed with 500mls of dialysate, pd effluent was cloudy, showed an elevated white blood cell count, cultured, vancomycin 2gm ip route was administered, and gentamicin was prescribed for three days via ip route for a minimum six hour dwell with an unknown dose. On (B)(6) 2015, the patient presented for a pd clinic visit with 1/10 mid abdominal pain with movement, was administered a 500ml dialysate flush via ip route and then gentamicin 80mg via ip route for a six hour dwell, the patient's pd culture results are unknown. The pdrn stated the patient is "doing fine" and but is severely non-compliant with his medication.